Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging he was missing test strips from his one touch ultramini meter kit. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter on (B)(6) 2013. The patient stated the alleged issue started on (B)(6 )2013. The patient manages his diabetes with insulin (humalin r). It is not known if the patient made any changes to his usual diabetes regimen in response to the alleged issue. The patient reported, at an unspecified time after the alleged issue occurred, he developed symptoms of ¿frequent urination¿. The patient stated he tested on his friend¿s meter (unknown type) and obtained a blood glucose result of ¿306 mg/dl¿. The patient self treated with 10 units of humalin r, in response to these symptoms. The patient confirmed he felt better, a couple hours, afterwards. At the time of troubleshooting, the customer care advocate (cca) explained that the test strips do not come packaged with the meter kit. No replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged issue began.